Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for the left internal iliac artery aneurysm using gore® excluder® iliac branch endoprosthesis (ibe), gore® dryseal flex introducer sheaths and gore® viabahn® vbx balloon expandable endoprostheses (vbx). The patient had undergone a y-graft replacement in the abdominal aorta about 20 years ago. A 12 fr sheath was inserted from the right side/contralateral side to the left side by cross-over approach. An iliac branch component was implanted in the left common iliac artery and two vbx were placed and landed its distal side in the left internal iliac artery. On the final angiography, a localized dissection was observed in the aorta near the proximal anastomosis of the y-graft. The patient was decided to be monitored and the procedure was completed. The physician's comment: the localized dissection of the aorta may have formed at either time when the 12 fr sheath bouncing during the initial insertion before over-over or during removal after stent graft placement.